Event description:
Every time I wear a mask, I experience shortness of breath and dizziness. The condensation from my breath collects on the skin around my nose and mouth, and is causing irritation. When I have a mask on, it obstructs my lower peripheral vision, which has caused me to trip over objects I could not see on a number of occasions. I experience heightened anxiety while wearing a mask, and feel claustrophobic, which has never been a problem in the past; various manufacturers. FDA safety report ID# (B)(4).